Event description:
It was reported that the iad could not be inflated after insertion. An attempt to use a syringe was made but was unsuccessful. The iab was exchanged. There were no rpeorted pt complications.